Event description:
A consumer reported non-optimal vision following intraocular lens (iol) implantation. He stated that his pupils appeared more dilated in enclosed environments, and in the evenings, he experienced constant glare. He stated that he had been seeing circles of blinding light that prevented him from seeing clearly and were terribly annoying. According to the additional information received, in 2014, he had refractive surgery for myopia, and after the surgery, his vision was excellent with no halos or night glare. He had perfect vision 10/10. In 2024, he underwent cataract surgery in his left eye and was advised to use a normal lens rather than a depth of field lens. However, he reported that the implanted lens appeared to be depth of field lens, though not a true extended depth of focus lens (edof). Following implantation, he began experiencing very bright circles in low light situations. He also stated that he could see reasonably well only when using a parasympathomimetic medication; however, the resulting myosis made driving difficult. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.